Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. The procedure date was (B)(6) 2010. According to the complainant, at approximately two and a half minutes into the ablation phase of the procedure, a fluid loss alarm message generated on the console unit. The rate per minute of the fluid loss is unknown. It is reported that the patient had a very wide cervix and dilation was not necessary. The physician used a tenaculum stabilizer throughout the procedure. A cervical leak occurred. The procedure was aborted due to this event. At two weeks post procedure, the patient had superficial blanching in her cervix and in her vagina, which the patient noticed during urination. Upon additional follow up with the physician, it is reported that the during a follow up medical appointment with the patient dated (B)(6) 2010, the physician noticed two second degree burns. The first burn was located on the cervix and the second burn on the patient's left thigh. The size of each burn was approximately 6 mm in length and 3 mm in width. The physician treated the burns with silvadene cream. Additional follow up information from the physician also reported the current status of the burns are healing, a scar is visible, and there is no longer a severity to report. The size of the affected areas are the same at approximately 6 mm in length and 3 mm in width. There were no further complications reported with this event and the current condition of the patient is reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The product has not been returned, since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.